Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator error code, regarding impedance measurements on this implantable transvenous defibrillation lead. The physician tested the lead with 5 and 31 joule shocks, respectively. The impedance measurements following the shocks were 50 and 46 ohms. After the high energy shocks, the lead integrity tests exhibited normal readings of 47 ohms. The physician felt comfortable monitoring and reassessing the patient. Guidant received additional information that approximately 28 months later, this ICD had a high voltgage (hv) painless lead integrity test (plit) measurement reading of <20 >125; the previous plit measurements have been in the 50-60 ohm.